Event description:
It was reported that the user was unable to connect the ilet system to a libre 3 plus cgm sensor because the sensor had been started in the libre 3 app, which prevented scanning and pairing within the ilet app; the user encountered a scan error and was guided to restart the ilet device and phone, force close the app, and ultimately apply a new sensor for use with the ilet app, consistent with an incorrect procedure and an interoperability issue, with no applicable hardware component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation included customer interview and device-use troubleshooting with education on proper pairing workflow. Investigation of this case revealed that the sensor was already claimed by the libre app, which prevented ilet from establishing a connection, consistent with expected device interoperability behavior. It was concluded, based on previously established findings for similar reports, that the cause was user setup error related to device pairing sequence.